Manufacturer narrative:
Initial reporter address: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized for the event and was treated with unspecified antibiotics (doses, routes and frequencies not reported) for peritonitis. The patient was discharged five days later. The patient outcome and action taken with pd therapy were not reported. No additional information is available.